Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol). The battery voltage was in middle of life at 2.66 volts and eol was declared due to a charge time over 30 seconds. The device was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned for analysis. Should additional information become available this report will be updated.